Event description:
It was reported that the bd posiflush¿ normal saline syringe was found broken with sharp outer edges when removing it from the packaging. The following information was provided by the initial reporter, translated from chinese: "after the infusion of the patient, the central venous catheter was sealed with a catheter irrigator. After the outer packaging was unpacked, the casing of the flush was broken, and the sharp outer edge scratched the hand. The wound was treated and the flush was replaced."

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306595 and lot number 2118941. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.